Event description:
Caller states mother was using rollator in kitchen. She was actually sitting in the rollator when it collapsed from underneath her. Upon inspection, the right rear wheel snapped off entirely (clean break) from rollator. Daughter states mother is sore and bruised. Daughter states she may have mother go see her family doctor for check up in a day or two.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65100, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1150739 rev.a (jul-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. In speaking with consumer's daughter regarding the incident, she stated that the consumer was just sitting on the unit and the tubing that leads to the caster allegedly broke causing the consumer to fall. The consumer was on linoleum flooring. The consumer had the unit for about 2.5 years. The consumer sustained bruises and is doing better. The consumer is back to using the walker. The replacement wheels were provided and the unit was repaired.